Event description:
It was reported procedural complications occurred. A left atrial appendage (laa) closure procedure was being performed. While gaining access at the groin, difficulty was noted during use of the transseptal sheath and a vascular access sheath was used to resolve the issue. Once access was gained, a double curve watchman access system (was) was advanced. The was could not be positioned properly in the laa and was therefore exchanged for a single curve was. At this time the physician noted that there were some EKG changes that indicated left bundle branch block and some fluctuations in the patients blood pressure. The physician imaged the femoral vein which revealed some seepage around an area where there was some tortuosity. The procedure was aborted. The patient was stable at the end of the case. There was no evidence of effusion. A vascular surgeon was consulted however it was determined no intervention was necessary. There were no further patient complications.